Event description:
The customer reported the system loss memory on the cpu card and the battery was out of service. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reloaded the bios. The system operates as intended.